Manufacturer narrative:
It was reported that the patient presented with "irritation due to the hardware". A revision was done to remove the plate and screws and replace them with a larger planatar plate. During the revision, it was reported that three drivers twisted but did not break. "There were two screws that the surgeon was not able to remove from the previous plate." The new plate was implanted successfully. No product was available for evaluation. No further details are known at this time.

Event description:
It was reported that the patient presented with "irritation due to the hardware". A revision was done to remove the plate and screws and replace them with a larger planatar plate. During the revision, it was reported that three drivers twisted but did not break. "There were two screws that the surgeon was not able to remove from the previous plate." The new plate was implanted successfully. No further details are known at this time.